Manufacturer narrative:
Voluntary distributor report the manufacturer, unimax medical systems, is responsible for performing the evaluation, investigation and any remedial actions related to this reported device issue. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Voluntary distributor report the sales representative reported on behalf of the customer that the device, sb936, detachable pouch 3x6" 5ea/box was being used on (B)(6) 2022 during a laparoscopic cholecystectomy procedure when it was reported ¿the endobag broke up during removal. As a consequence, the gallbladder fell into the cavity.¿ further assessment questioning found that the bag did not fragment and was disposed of at the facility. The procedure was completed with a 30-minute delay. There was no report of injury to the patient or user, as well as no report of medical intervention or any prolonged hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.